Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 29 unspecified bd pen needles were unable to prime during use. The following was reported by the initial reporter: "it was reported that there is no insulin flow when priming. Verbatim: from phone call on 2020-12-11 14:13:07: voicemail left by consumer stating, not to send mail kit because she figured out what she was doing wrong to cause the problem with pen needles. (B)(6). Consumer stated, no insulin flow when priming. Stated, she primes 2-4 units. 29 pen needles affected. Lot: unknown. Catalog: unknown. Date of event: 2020-12-09, (3 out of 29 affected). Samples: yes (B)(6) ".

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 29 unspecified bd pen needles were unable to prime during use. The following was reported by the initial reporter: "it was reported that there is no insulin flow when priming. Verbatim: from phone call on 2020-12-11 14:13:07: voicemail left by consumer stating, not to send mail kit because she figured out what she was doing wrong to cause the problem with pen needles. Consumer stated, no insulin flow when priming. Stated, she primes 2-4 units, 29 pen needles affected, lot: unknown, catalog: unknown, date of event: 2020-12-09, (3 out of 29 affected), samples: yes".